Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure (procedure date unknown). According to the complainant, the physician reported that connecting the active cord to the snare felt different than usual, and when the active cord was disconnected from the snare, the cautery pin detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found that the cautery pin was not present. The device extended and retracted according to specifications. The condition of the returned device was consistent with the complaint that "the metal parts of the connector came off from the device"; the complaint was confirmed. The most probable root cause is a manufacturing issue, and a correction has been implemented to address this issue. It was confirmed that the most probable lots shipped to this account were manufactured prior to the correction.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. (B)(6): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure (procedure date unknown). According to the complainant, the physician reported that connecting the active cord to the snare felt different than usual, and when the active cord was disconnected from the snare, the cautery pin detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.